Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power up when on dc or battery power. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral main circuit board was returned to resmed for an investigation. Performance testing confirmed the device did not power up when on internal battery or external ac power supply. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a random component failure of u68. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power up when on dc or battery power. There was no harm or serious injury reported as a result of this incident.